Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.

Event description:
In this event it is reported that an unknown vdw kendo k-reamers 21mm/15 file broke during use. Reportedly, the handle of the file fell off. File was discarded. The outcome of this event is unknown as of this MDR.

Manufacturer narrative:
Additional information received: in addition to the existing investigation, we like to add that we were informed via note, that the handle part came of outside patients mouth and that the instrument has been used more than 10 times before. Investigation results: no lot and no product available for investigation. Two requests for update have been made and are documented. Therefore, root causes could not be identified. Potential root causes may be incorrect technique, overuse (number of uses not communicated), excessive use, patients condition and behavior during treatment or material issue (no analysis of the broken fragments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode. Correlation between adverse event and the involved medical devices: ¿ indeterminate: the important information of adverse event is incomplete or unavailable, and the cause of adverse events of medical devices cannot be determined. All complaints are monitored through the monthly product surveillance committee and a corrective action could be determined by the committee.